Event description:
(B)(4) - the dealer reported that the m41sr20r power wheelchair was displaying right brake fault 5 flash error code, and the left brake handle was loose and not disengaging. There was no injury reported.